Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 ¿ UDI # - (B)(4). D11 - medical products - unknown screw qty: 2. Visual examination of the returned product identified: one g7 pps ltd acet shell 52e (6549354), two g7 neutral arcomxl lnr 36mm e (6500012) (6499982), one g7 dual mobility liner 42mm e (857940), and two unknown legacy zimmer screws were returned and evaluated. Upon visual inspection of the two arcomxl lnrs (6500012 and 6499982) the locking feature shows impact markings. The dual mobility liner shows damage to the post. There was no damage to the locking feature of the shell. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000740, lot 6500012, g7 neutral arcomxl lnr 36mm e, (B)(4); 010000740, lot 6499982, g7 neutral arcomxl lnr 36mm e, (B)(4); 110024463, lot 857940, g7 dual mobility liner 42mm e, (B)(4); 010000663, lot 6549354, g7 pps ltd acet shell 52e, (B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034-2019-03060, 0001825034-2019-03061, 0001825034-2019-03063. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon could not get three liners successfully impacted into the cup during surgery. The cup was removed and the surgery was completed without further issue with a new cup and liner. Surgery was delayed 30-45 minutes . No further information is available at the time of this reporting.